Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call the insulin pump alarmed power system error. The customer¿s blood glucose level was 12.6 mmol/l at the time of the incident. Father stated the insulin pump has low reservoir icon but there is 3/4 in reservoir. Advised to disconnect, rewind pump and run 5u fill cannula. There were air bubbles presented. Advised to change infusion set, dose not have another set available because customer was at school. Father explained it happened second time within last two days. Father called back stating he changed infusion set and reservoir and currently everything is correct. Advised to check the alarm history found power system error last night. Advised restart pump by removing battery and call back if problem persist.